Event description:
Additional information was received on (B)(6) 2012, where it was reported that the patient had the lead explanted and replaced on (B)(6) 2012, due to a "broken lead". The explanted products were most likely discarded as the site will discard them unless a company representative is present at the surgery and no company representative was present.

Event description:
On (B)(6) 2012, a vns treating neurologist reported that the vns patient had high impedance. The physician stated that x-rays were taken but no lead fracture was visible. The vns was not disabled as the patient is not experiencing any pain. The manufacturer's consultant reported that the physician first observed the high impedance on (B)(6) 2012. The patient previously had not been seen in 3 years. The physician stated that he would not be sending the x-rays to the manufacturer for review. No patient manipulation or trauma was reported to have occurred. Although surgery is likely, it has not yet occurred.

Manufacturer narrative:
Device failure is suspected but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
The explanted lead was not returned, however a malfunction of the lead is suspected as the surgeon indicated the lead was broken.